Manufacturer narrative:
The glidescope avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl video baton 3-4 and confirmed the intermittent image issue. The video image was mostly black with green static when the avl video baton 3-4 was connected to a known, good, test monitor. The image cut out if the baton's flexible tube or strain relief was manipulated. The camera image quality test was performed and failed. The technical service representative attributed the intermittent image issue to a "flexible tube issue". Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on july 28, 2015 and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). It is likely that the age of the device, six (6) years and one (1) month, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would cut out when the baton's cable was flexed. A delay in the procedure of an unreported duration occurred as another avl baton was obtained. No harm to the patient or user was reported.